Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that approximately three years ago the patient had a procedure which involved the placement of another manufacturer's aorto-uni-iliac graft on the left side along with an amplatzer plug followed by a fem-fem bypass. On follow-up it was observed that the stent graft migrated and kinked 25mm distal to the fabric. To assess the case, the physician did an angiogram and could not traverse the wire from the left femoral artery, so they accessed the subclavian to do the angiogram. Subclavian artery disease was noted. Approximately one month ago the physician tried to advance a talent 38mm proximal extension, but could not navigate the kink to deploy the stent graft and the external iliac artery was ruptured. The physician was able to successfully deploy an endurant 36x70; however, the nose cone could not traverse the kink in the graft for removal. The physician had to perform a cut down to remove the device and the patient was converted to an open surgical repair. The patient is being monitored. The delivery system was discarded. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (vessel perforation), patient's condition affected effectiveness of device (angulated iliac artery), caused by another drug/device failure (device used with another manufacturer's device that had migrated and kinked), device failure/lack of effectiveness related to patient condition (angulated iliac artery), another device caused failure (device used with another manufacturer's device that had migrated and kinked).